Event description:
Per the clinic, the patient experienced a loss of osseointegration (specific date not reported) subsequent to sustaining a head trauma. It is unknown if there are plans to re-implant the patient as of the date of this report.